Manufacturer narrative:
MFR date: 10jul2019. Report date: 11jul2019. The customer's v60 unit has a light emitting diode failure. The service technician replaced the power switch overlay, and the device passed required testing. There was no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the ventilators power light emitting diode (led) failed. No patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 22may2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.